Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 28, 2020.   Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: b1 (updated report type). D4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 4210, 4307). Method code #1: 10 testing of actual/suspected device. Method code #2: 11 testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 analysis of production records. Results code: 4210 leakage/seal. Conclusions code: 4307 cause traced to component failure. The returned sample was visually inspected with no break or other anomaly that could lead to leak. A part of the fiber on the gas-out side has been discolored. After having been rinsed, the actual sample was then leak tested by applying air of 2kgf/cm2 to the blood channel and no leak was observed. The review of the performance test result of the involved fiber lot and manufacturing record and incoming inspection result of the material code/lot, confirmed that there were no anomalies. The photo provided verified the leak from the oxygenator; however, the definitive root cause could not be determined from the investigation results. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, plasma leakage was observed. As per the clinical review, the oxygenator was not changed out, the time of cpb was 7 hours and 14 minutes; the device is rated for 6 hours of use. There is no indication as to whether or not gas exchange performance was affected by the plasma leakage. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.